Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'constant air in line error' was not reproduced. A review of the event history log (ehl) revealed 'constant air in line error'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor readings. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant air in line error. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.